Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level intermittently ranged from 200's to 600's (mg/dl). A supply change and manual injections were administered to address bgs. Recommendation was made to consult with health care provider regarding diabetes management.